Event description:
It was reported that during use of the needle clipping device safe clip there is "oxidation around the hole where the needle is introduced for cutting and it is difficult at times to introduce the needle and loss of edge. The following information was provided by the initial reporter, translated from spanish to english: "it is communicated to the guest, who reports that two months ago he has presented difficulties with the needle cutter, since when introducing the needle for cutting it has to make a lot of pressure and apparently there are some parts of the needle that are oxidized." ¿evidence of oxidation around the hole where the needle is introduced for cutting and it is difficult at times to introduce the needle and loss of edge.

Manufacturer narrative:
Investigation summary: customer returned one used bd safe-clip device from lot 7177532. Customer reported evidence of oxidation around the hole where the needle is introduced for cutting and it is difficult at times to introduce the needle and loss of edge. The returned safe-clip was examined, and it was observed that the safe-clip was covered in dry blood and rust. No apparent issues were observed on the cutter blade or cutter hole; the sample was then used to clip test cannula, and it was able to clip cannula properly. Since the safe-clip sample was returned after use, and no evidence of manufacturing defect was observed, the probable cause of the dry blood and rust is user error when using the device; the dry blood and rust observed on the sample is likely a result of extensive use of the device. According with the DHR review information attached, the problems ¿difficult/unable to operate¿ and ¿foreign matter (rusty)¿ have no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (difficult/unable to operate). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the needle clipping device safe clip there is "oxidation around the hole where the needle is introduced for cutting and it is difficult at times to introduce the needle and loss of edge. The following information was provided by the initial reporter, translated from spanish to english: "it is communicated to the guest, who reports that two months ago he has presented difficulties with the needle cutter, since when introducing the needle for cutting it has to make a lot of pressure and apparently there are some parts of the needle that are oxidized." ¿evidence of oxidation around the hole where the needle is introduced for cutting and it is difficult at times to introduce the needle and loss of edge."